Event description:
It has been reported to philips that exposure was not possible, 'image disk full' message appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned vascular treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that he exposure was not possible. Review of the system log file showed that frontal ip-pc had malfunctioned. The fse furher investigated the issue and found the problems accessing the disks of the image control pcs. The fse disassembled the lateral and front ip pc and directly connected the power disks to the data cables. After the fse restarted the database, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.